Event description:
A consumer reported that following intraocular lens (iol) implant surgery, the iol was noted to have rotated. In a follow up, the surgeon reported that the iol was repositioned during an additional surgical procedure. The surgeon reported the event resolved following treatment. There are two medical device reports associated with this event. This report is for the left eye. The report for the right eye has been previously submitted in a separate report.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There has been no other complaints reported in the lot number. Additional information was requested on 06/30/2009, 07/06/2009, and 07/07/2009 by phone, fax, and mail. A completed questionnaire was received on 07/10/2009.